Manufacturer narrative:
The acetabular cup associated with this event was not returned. It has been confirmed through x-ray review that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to edge loading of the liner. Malpositioning can adversely affect loading of the bearing and increases pressures placed on the material. A search of the complaints databases finds no other reports against the product and lot code combination since release to distribution. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Poly damaged in pinnacle socket ? Dislocated hip. (B)(6) a corail pinnacle patient dislocated at 3 years 2 months. Revised last week, marathon poly was insitu but damaged around the rim including a piece chipped off, 28mm articuleze head has decent evidence of stripe wear and dislocation damage, finally, one of the pinnacle screws had backed out. Revised with ceramic liner due to cup / shell scratching + ceramic ts head.

Manufacturer narrative:
Poly damaged in pinnacle socket dislocated hip (B)(6) has a corail pinnacle patient dislocated at 3 years 2 months. Revised last week, marathon poly was insitu but damaged around the rim including a piece chipped off, 28mm articul eze head has decent evidence of stripe wear and dislocation damage, finally, one of the pinnacle screws had backed out. Revised with ceramic liner due to cup / shell scratching + ceramic ts head the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.